Event description:
The patient¿s wife reported that patient experienced abdominal pain and trouble urinating. It was stated that sometimes he can go and go and cannot control it and other times he cannot go at all or it takes a long time to relieve himself. There were no falls or injuries reported. It was reported that patient replaced batteries and put them in wrong. The patient programmer (pp) unresponsive issue resolved on call . No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0374n, implanted: (B)(6) 2012, product type: lead. (B)(4).